Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging white powder substance coming out, particles in airway from device. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a bipap device's sound abatement foam. The manufacturer received information about an alleged white powder substance coming out, particles in airway from device. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer using a known good power supply and power cord and observed the following from an investigation. Dust-like contamination on the ui panel, the top enclosure, the accessory module slot, the rear panel, the bottom enclosure, the blower box cap, the blower box, the blower motor, and the blower outlet seal. Pieces of unknown white contamination on the top enclosure near the sd card slot, the air inlet of the blower box, on both the air filter and the fine filter, the blower motor, and the rubber grommet of the blower motor. Marks of unknown brown contamination on the bottom enclosure. Piece of unknown yellow contamination on the bottom enclosure. Potential dried liquid spots or mineral deposits in the blower box and on the blower motor, indicating potential liquid ingress. The manufacturer used a fitt (foam integrity test tool) was not able to confirm the presence of degraded sound abatement foam. Evidence of sound abatement foam degradation/breakdown was not observed. The device's downloaded event log was reviewed by the manufacturer and found two errors. The manufacturer unable to directly address the symptoms outlined in the complaint. The manufacturer can confirm the presence of contamination in the airpath. In this report, section h6 has been updated.